Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 900 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, vomiting and frequent urination. In addition, it was reported the patient had attempted to go up a staircase backwards. Once at the hospital the patient was treated with intravenous insulin and fluids. The pod was removed the following day at the hospital. The patient was released from the hospital after a day and a half. The pod will not be returned as it has been discarded.